Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. There was no report of pt involvement. A philips investigator spoke with the customer who reported that the unit failed to power up on battery power. The battery was replaced under warranty which resolved the failure.

Event description:
The customer reported that the battery failed to charge. There was no report of pt involvement.